Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection and correction bolus via the pump were administered to address bg. The customer reverted to manual injections for insulin therapy.